Event description:
Event description guidant received information that this pacemaker, while programmed to sst mode with a lower rate limit of 70 and a maximum tracking rate of 90ppm, was oversensing myopotentials in and out of the refractory interval, which inhibited pacing for over four seconds, resulting in the patient experiencing syncope. It was noted that the inhibition of pacing occurred when the sensed rate became faster than the max tracking rate. It was noted that the chronic lead has been in service for nearly twenty years.,